Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor vacuum before a vitreoretinal procedure. The case was initiated and completed after re-priming the cassette. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported problem. The system was then tested and met all product specifications. The system was manufactured on may 5, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).